Event description:
Information received indicates, the bed will not go into the emergency trendelenburg position.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.